Manufacturer narrative:
The damage found was sustained during procedure. The lead was other wise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead was difficult to implant, the lead was turning around itself. The lead was not used and a new lead was placed without issue. The patient condition was stable prior during and after the procedure.